Event description:
A customer contacted beckman coulter inc. (Bci) stating that the grey colored hydro canister lid of the unicel dxc 800 pro synchron chemistry analyzer cracked. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) ordered the blue colored hydro canister lids for replacement.